Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had cord and cable damage, unintended activation/motion and heat. It was further determined that the device failed pretest for visual assessment, cable assessment, safety assessment and handpiece temperature assessment. It was noted in the service order that the device was found to be damaged prior to surgery. This event did not occur during surgery. It was reported that there were no delays to the surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the forth day of an unknown month in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.